Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump was blank display. Customer experienced a low blood glucose and the low blood glucose level was 65 mg/dl. Customer treated with milk for low blood glucose. Customer stated that the display was blank after insulin pump restart. The product will return for the analysis.

Manufacturer narrative:
Insulin pump passed the self test, sleep current measurement, active current measurement, and displacement test. Pump powered up properly after battery installation. No blank display noted. The insulin pump was monitored for a day and no unexpected powering off or blank display noted. Verified the battery tube power connector is properly connected to electrical board during visual inspection. (B)(4).